Event description:
36 year old male who underwent surgery using an aortic homograft on 3/25/95 required explant of valve only almost 2 years later due to aortic insufficiency. The conduit was not excised and appeared to be in good shape. Upon explant, the medical dr observed that one of the leaflets appeared to have been speared by a suture line when the valve was implanted. Site suspects tear lead to aortic insufficiency.